Manufacturer narrative:
Siemens determined the current dimension exl 200 assy blower snout svsp configuration does not meet product safety requirements as per international electrotechnical commission iec 61010:2016 standard. According to the iec standard, hazardous live ac requires two (2) forms of protection, and the single insulation of the current configuration provides one (1) form of protection. A design change to add a shield to the configuration is being developed by siemens.

Event description:
A siemens customer service engineer noticed that the insulation on the capacitor cable for the dimension exl 200 instrument may be insufficient. There are no reports of adverse health consequences due to this issue.

Manufacturer narrative:
Siemens healthcare diagnostics (siemens) filed the initial MDR (B)(6) 2018. Additional information (24-sep-2018): siemens has confirmed that some thermal chamber motors have electrical cables with single insulation rather than the required double insulation, as per international electrotechnical commission (iec) 61010:2016 standard. The investigation by siemens determined that there is no exposed current due to the single insulation that could result in a potential electrical shock when using the affected product. The risk to health is negligible. Starting on (B)(6) 2018, an urgent medical device correction (umdc) di-18-02.a.us will be sent to us customers and starting on (B)(6) 2018, an urgent field safety notice (ufsn) di-18-02.a.ous will be sent to outside the us (ous) customers. The udmc and ufsn indicates that a siemens customer service engineer will contact customers to schedule a service visit to inspect their dimension instrument thermal chamber motor and add a protective cover to remain compliant with safety standards. Siemens advises the customer to use the procedure documented in the dimension operator's guide when replacing the thermal chamber motor filter, and to arrange a time for their system upgrade when contacted by siemens. Sections h7 and h9 were updated to reflect the additional information.